Event description:
Boston scientific received information that during an ablation procedure, high brady rate pacing was observed. Extra pacing spikes for an unknown reason was also being observed while the device was operating in electro mode. A request for additional information was sent to the local field representative.

Event description:
Additional information was received from the local field representative that there were no adverse patient effects observed relating to the high brady rate pacing. The physician stated they saw left ventricular (lv) pacing by the v1 vector on the ECG while doing the abation. No allegation of malfunction.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was subsequently explanted due to a patient upgrade. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found no irregularities. Additionally, a review of the memory log found no irregularities. The device was attached to a 500 ohm pacing load and no noise or oversensing was observed. Impedance testing was completed and all measurements were within normal limits. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.